Manufacturer narrative:
Review of the run data showed abnormal baselines, which caused the false positive flu b result in the alleged run. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
A customer from the us reported a false positive result for flu b generated with the cobas® sars-cov-2 & influenza a/b assay on the cobas® liat® analyzer. The same sample was re-tested on the cepheid system as the medical personnel noted they had not seen flu in a while and generated a negative result for flu b and sars-cov-2 & flu a. The negative result was reported to patient and doctor, and patient was treated as being negative for flu b. No harm is alleged for the flu b false positive result.